Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that one of the patients leads was fractured and had migrated. The patient underwent a revision procedure wherein one of the leads were replaced. The patient was doing well postoperatively. The explanted device will not be returned as the hospital would not release it.